Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms during basal time. It was reported that customer was not able to clear the alarm and did not received request to rewind insulin pump. It was also stated that insulin pump was too loud and immediately depleted the battery because of that. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.